Event description:
It was reported the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level (432 mg/dl) and moderate ketones. Prior to going to the ER, the customer attempted to treat the bg by delivering a correction bolus. In the ER, the customer was treated with intravenous saline and insulin. The cause for the bg is unknown. No pump issues were identified. The customer was released from the hospital on (B)(6) 2025 with no permanent damage.